Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an antepartum patient was in labor with the baby's head crowning and a caesarian section was planned for the morning. The patient's glucose level rose and insulin 100 units/100ml (with some overfill) was hung at 1:45 am as a primary with proper head height over the patient. The tubing was loaded and the door closed with no difficulty. The infusion was set up as a primary which was y'd into another primary line below the pump. A second staff member noted a slight gap in the door but didn't mention it until later. The insulin was programmed under guardrails to infuse at 5 units/hr and the nurse noted it appeared to be infusing slowly as expected. The facility has a policy for the nurse to watch an infusion for 2 minutes to observe for proper flow after it is started; the nurse was in the room that long but did not check flow in the drip chamber. At 2:39 am during a scheduled glucose check the bag was noted to be empty. The screen showed the volume infused was 3.5 ml. The correct rate was confirmed by 3 rns and the device was shut off. The patient was evaluated by an intensivist and given an unspecified dose of glucose. A normal healthy baby was delivered via c-section and the mother and baby were later discharged with no lasting adverse effect to either. Inspection of the device by multiple nursing and biomed staff noted the upper fitment of the set hanging loosely above the module as with a set misload, and a crack in the module door. No foreign objects were noted when the door was opened. They suspect the door was open slightly from the noted gap during the infusion but not far enough to trigger a door open alarm. The device had preventive maintenance done in july 2016 and had been returned to use at that time after repair for a cracked door hinge.

Manufacturer narrative:
Concomitant product(s): baxter 100ml bag of 0.9% nacl injection, ndc 0338-0049-48, lot p347450, exp sep 2017, therapy date (B)(6) 2016. The customer¿s report of an overinfusion of insulin was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal not intact. Minor chipping and denting were noted on the rear case, as well as a crack on the lower door hinge. There were no anomalies observed with the primary set. Only the pump module logs were available for investigation and due to this, the medication and profile in use cannot be identified. Analysis of the log shows that at 1:46 am on (B)(6) 2016 an infusion was started to run at 5ml/hr with a vtbi of 95ml. At 2:17 am, the device was channeled off. At 2:19 am, the device was selected, and then a minute later was channeled off again. The starting volume of the fluid container cannot be determined through device logs. Functional testing found the device to be delivering fluid within specification. No issues were observed when loading either the customer¿s returned primary set or a test primary set into the module. There were no anomalies observed with the door gap and free flow was not observed. Further rate accuracy testing performed with the set intentionally misloaded with the upper fitment above the module showed that the device would underinfuse and not overinfuse. There were no leaks observed with the primary set. The root cause of the customer¿s report of an overinfusion of insulin was not identified.